Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information has been received for this event from the customer. Independent laboratory results of the device culture performed for olympus, and device evaluation with device return date are also available. This supplemental report is being submitted to provide this information. An independent laboratory performed for olympus a culture test for the device after the device was reprocessed per the directions of the instructions for use. The test results for all channels indicate that the culture sampling results conform to the target levels established by the french regulation of july 4, 2016, with a number of revivable microorganisms less than 1 cfu/endoscope. The returned device has been evaluated. The device was thoroughly inspected and tested for defects. The device passed all functionality and visual tests. There is no defect in the device. Device was returned to the customer without any repairs. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported by the customer, after a microbiological routine sampling of this device after reprocessing, carried out as required by french regulation, unexpected contamination was detected which was above the acceptable threshold. The test was performed prior to use. There was no contamination or any other deterioration in state of health of any person, to which this medical device could have been a contributory cause. Microorganisms found in the suction channel are 62 cfu/ml. Less than 1 cfu/ml microorganisms were found in the instrument channel.

Manufacturer narrative:
This device is not sold in the u.s., but a similar device is. The device has been returned but the evaluation is not yet begun. The device has been sent to an independent laboratory to perform a culture test for the device for olympus. The results are pending. Device return date is not available. Supplemental report(s) will be submitted when any relevant new information is available. Customer provided information of their reprocessing method. During pre-cleaning, suction is performed for all channels and rinsing is performed for the air water channel, and auxiliary channel. Detergent is not used. During manual cleaning, brushing is performed for the instrument/suction channel, suction cylinder, and instrument channel port. Brush used is abs boston, (B)(4). Disinfection is not done manually. Name of detergent used is not provided. Automatic endoscopy reprocessor (aer) device is cantel isa. Detergent used with it is intercept plus and disinfectant used is rapicide pa. The device is stored horizontally after reprocessing. Maintenance of the device is by olympus. The device was not sterilized.